Manufacturer narrative:
Date of event was reported since implant ((B)(6) 2015).

Event description:
Information received from patient reported that they had problems since implant and were never able to program their implantable neurostimulator (ins) in the right area. The patient had a lead revision in (B)(6) 2016 which did not help. They noted that they replace the leads in the few weeks with "paddle leads" after their healthcare professional (hcp) gets the MRI from the hospital. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient. It was reported that they were experiencing stimulation in the wrong location. The hcp stated that the stimulation was hitting the patient in their ribs, stomach, and under their breast area. It was reported that the patient¿s back pain was not being captured. The patient was hoping to get a shoulder scan on the date of this report, but they were unable to but the device in MRI mode. It was also noted that the hcp wanted to put in a paddle lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.